Event description:
It was reported on 24 november 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had pre-existing bifasicular block and a right bundle branch block (rbbb). The patient's annulus was measured with a perimeter of 76mm and an average diameter of 24.4mm. The left ventricular outflow tract perimeter was 77.9mm. Pre-dilation was performed with a 22mm non-abbott balloon. During the procedure the valve was partially re-sheathed twice. The patient went into heart block and blood pressure began to drop. The patient's aortic valve angle was 53 degrees. The implant depth at 80% deployment was 8mm from the non-coronary cusp (ncc) and 8mm from the left coronary cusp (lcc). The final implant depth was 8mm from the ncc. Upon full deployment, the valve migrated to a depth of 15mm from both the ncc and lcc towards the ventricle. The rbbb persisted. Post-dilation was performed with a 24mm non-abbott valve. A 23mm non-abbott valve was implanted valve-in-valve, and a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
An event of valve migration, hypotension, and right bundle branch block (rbbb) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported heart block and valve migration could not be conclusively determined. The reported hypotension is likely a cascading effect. The reported unexpected medical intervention and surgical intervention were results of case-specific circumstances as post-dilatation was performed, another valve was implanted (valve-in-valve), and subsequently a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured with a perimeter of 76mm and an average diameter of 24.4mm. The left ventricular outflow tract perimeter was 77.9mm. Pre-dilation was performed with a 22mm non-abbott balloon. During the procedure the valve was partially re-sheathed twice. The patient went into heart block and blood pressure began to drop. The patient's aortic valve angle was 53 degrees. The implant depth at 80% deployment was 8mm from the non-coronary cusp (ncc) and 8mm from the left coronary cusp (lcc). The final implant depth was 8mm from the ncc. Upon full deployment, the valve migrated to a depth of 15mm from both the ncc and lcc towards the ventricle. Post-dilation was performed with a 24mm non-abbott valve. A 23mm non-abbott valve was implanted valve-in-valve. The patient status was stable.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.